Event description:
The complaint received states that during use the orbit rdfl complex fill coil ((B)(4)) was stretched. Trufill coil was stretched during the procedure. There is no report of injury for the patient. No patient or vessel code information provided.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during use the orbit rdfl complex fill coil (638cf0510 / (B)(4)) was stretched. Trufill coil was stretched during the procedure. This was a secular left ica aneurysm, size 5.4, height 5.2, width 5.6, length 5.4, neck 3.2 with a neck:sac ration of 1.7. Neck remodeling was not used. An unknown sl 10 microcatheter was used. An adequate continuous flush was maintained throughout the procedure. Resistance was not reported at any time. This was the first coil used. The microcatheter did not kink at any time. The coil was withdrawn and re-advanced into the target and then stretched. The microcatheter was not repositioned over the coil. It is unknown if there was a 1:1 ratio verified. Coil entanglement did not happen. The entire coil was successfully removed. There was no flow restriction noted during/after the event. No complications were reported from the event. No patient demographics were reported. There is no report of injury for the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15596783 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.